Event description:
Nurse preparing medications for administration to patient noticed that a sterile pre-filled saline syringe still in the packaging was missing the identification label. Two were found in a bin among others which were labeled correctly.